Event description:
On (B)(6) 2011, pt reported having trouble removing the infusion set needle box after insertion. Pt stated, she did not have any issues during preparation and no leaking concerns. Pt reported, the infusion set cannula was bent after removing it. Pt stated, she inserted the infusion set manually at first and then tried to use the insertion assist plus device. Pt reported, she realized she was having issues about an hour after insertion. Pt stated, she experienced this issue more than once. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.